Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, the balloon failed to inflate properly. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "stable". Attempts have been unsuccessful to determine if there was any damage to the balloon.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. (B)(4).